Manufacturer narrative:
Additional information: a2, b6: mean and mode used. B3: publication date used for event date. The devices were not available; therefore, product testing on the actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot numbers could not be reviewed. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2023-00057 for the cases associated with the istent.

Event description:
The following was reported through a review of the article titled, ¿clinical outcomes of phacoemulsification in japanese patients receiving first and revised second-generation trabecular microbypass stents.¿ reportedly, following cataract plus trabecular microbypass stent procedures in two (2) study groups, transient intraocular pressure (iop) spikes (>30 mm hg) occurred in one (1) patient in the istent group and three (3) patients in the istent inject group, which were treated with medication. Any omitted information was not available at the time of report. Please see attached article for further details. Reference doi: 10.1097/apo.0000000000000611. This report references the cases of elevated iop associated with the istent inject.